Event description:
The reporter stated that the surgeon was inserting an aq2003v silicone three piece lens into the patient's eye and the lens was torn. The surgeon cut the lens to remove it and replaced it with another model lens. No patient injury.

Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows the lens has both haptics torn off and are missing. There is a portion of the optic torn off and missing. Clear surgical residue on the lens. The cartridge was received with no visible damage, has clear surgical residue on it. Also received was the injector with no visible damage, has clear surgical residue on it. Conclusions - based on the complaint history and evaluation of the returned product, a specific root cause could not be determined.